Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1090429 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot 1090429 and test base part number 192-430 / lot 1090429. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1090429 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : single use device, discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed with a nasal swab sample on 18nov2022. Confirmation testing (platform: diasorin) was performed on a nasopharyngeal swab sample, collected on 18nov2022 in viral transport medium, generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplement report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed with a nasal swab sample on (B)(6) 2022. Confirmation testing (platform: diasorin) was performed on a nasopharyngeal swab sample, collected on (B)(6) 2022 in viral transport medium, generated a positive result. Per the customer, no additional information will be provided.